Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator, device will not turn on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on the (B)(6) 2012. On receipt the device history and memory logs could not be downloaded and no led's were illuminated. Upon visual inspection of the returned device both the upper and lower case appeared discoloured. Corrosion was also observed on the contact collars and the screw heads. This would indicate adverse storage conditions. Due to extensive corrosion, moisture ingress throughout the pcb and the condition of the outer casing no further investigation could be carried out. Therefore, the investigation recommends scrapping the device the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.